Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.

Event description:
Pt was implanted with matrix screws, heads, locking caps, rods and chronos beta-tcp strip on (B)(6) 2012, for a tlif. Pt later developed infection at implant site. Implant will not be removed, pt treated with incision and drainage (I&d). This is 4 of 16 reports for the same event.